Manufacturer narrative:
Correction section d8/d9: device returned to manufacturer? No. Part was not evaluated due to instrument service center (isc) not receiving part. Part lost in transit, therefore no further investigation needed.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs of multiple errors and attempted to initialize the analyzer. While troubleshooting, fse found low 3.75 vdc (volts direct current) signal instead of 5v (volts) when verifying the power supplies. Fse traced the problem to short circuit of the sort board pulling power down. Fse replaced the faulty sort board and y-axis sensor. Fse repaired and validated the analyzer by successfully performing marcos testing and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4133) stc lane mixer home overrun cause: the home sensor activated improperly after movement of the stc lane mixer. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4051) sorter z-axis home detection failure cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4393) substrate syringe home overrun cause: the home sensor activated improperly after movement of the substrate syringe. The measurement result will be flagged (bs flag). Solution: contact tosoh service center or local representatives. (4233) main arm syringe home overrun cause: the home sensor activated improperly after movement of the main arm syringe. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4253) hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4503) b/f table mixing motor home overrun cause: the home sensor activated improperly after rotating of the b/f table. Solution: contact tosoh service center or local representatives. (4183) y-axis cup transfer y-axis home overrun cause: the home sensor activated improperly after movement of the y-axis cup transfer y-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. (4413) incubator mixing motor home overrun cause: the home sensor activated improperly after rotating of the incubator mixing. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to damaged y-axis sensor and short circuit of the sort board.

Event description:
A customer reported multiple error messages ¿4133 stc lane mixer home overrun, 4051 sorter z-axis home detection failure, 4393 substrate syringe home overrun, 4233 main arm syringe home overrun, 4253 hybrid arm z-axis home overrun, 4503 b/f table mixing motor home overrun, 4183 y-axis cup transfer y-axis home overrun, and 4183 incubator mixing motor home overrun¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.